Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately classified a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt) which may have delayed therapies for the patient. The device is still in use. No further patient complications have been reported as a result of this event.